Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
The event was reported to me by one of the nursing staff present at the time. She told me that fractured the patient's femur whilst using the calcar planar.